Event description:
It was reported that during equipment testing, the rover power cord sparked at the wall outlet. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
A field service technician was dispatched to the user facility to evaluate the device, the service technician discovered evidence of thermal damage to the power plug prongs. The power cord assembly was replaced and the rover was returned to use.